Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the rear therapy electrode pads. The area was described as red, sore and burn-like. The patient's doctor provided a prescription for the irritation. During a follow up, the patient reported that the rash was healing.